Manufacturer narrative:
Device analysis: the ultrasonic core (usc) was observed to be broken at approximately 90cm from the luer barb, and the infusion catheter (ic) was kinked at approximately 78cm from the strain relief. Due to the damage to the usc, the device was unable to be tested functionally. The reported error message was unable to be confirmed; however, it was likely that the error messages were caused by the kinks in the device.

Event description:
Reportable based on device analysis completed on 17oct2023. An ekosonic endovascular device, 135x50cm was selected for use in a unilateral ekos procedure. After approximately 10 hours of ekos therapy, the control unit began displaying multiple error messages. Troubleshooting was unable to resolve the issue. It was not reported how the procedure was completed, but the patient status was reported as stable, but running a fever. However, device analysis revealed the ultrasonic core (usc) was fractured.